Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a 57mm thoracic aortic aneurysm. It was reported approx. 4 years, 8 months post index procedure, follow up CT imaging confirmed the presence of endoleak in the navion device, suspected to be a type ia endoleak. Per the physician the cause of the suspected type ia endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed on the films provided; however, the cause of the endoleak could not be conclusively determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available to evaluate the stent graft configuration in vivo over time. Distal loss of seal was identified along with the presence of a likely type ib endoleak. It is possible that disease progression may have been a contributory factor to these events, but this could not be confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. B5; additional information received: t was reported that an open stent grafting (osg) was placed in the proximal end of the navion a pproximately 3.5 months since the endoleak was identified. A separate procedure was performed at a later date where a non-medtronic stent was implanted in the distal end of the navion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the endoleak was confirmed as a type ia on CT imaging. It was also noted that there was no calcification, thrombus, or vessel tortuosity present that could have contributed to the endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.